Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The father states the customer's healthcare provider wrote a not stating the sensitivity bolus was not working, and that the pump was not delivering correct bolus. The father believes the pump is not delivering as it should. The customer's blood glucose level at the time of incident was unknown. The father did not have pump in hand, and will be calling back when customer returns with pump.